Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient sample tested on a cobas pro c503 analytical unit. The initial result was reported to the clinician. On (B)(6) 2022, the initial result was 0.923 mg/dl. On (B)(6) 2022, the repeat result was 3.57 mg/dl. The reagent lot number is 61895101 with an expiration date of 30-nov-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The instrument data was submitted. Based on the daily qc and also in comparison to the customer's other c503, the analyzer was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.